Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the scs ipg site. Surgical intervention may be taken as the next course of action.

Event description:
Follow up identified surgical intervention was taken on (B)(6) 2017. During the procedure the patient's scs ipg was revised to sit deeper in the same pocket. Additional follow up identified the patient reported the pain has resolved.